Event description:
During a ptca procedure, the tip of the guiding catheter broke. Upon withdrawal of the catheter, the tip caught on the end of the sheath and separated. The segment moved to an inferior limb and remained in the pt.